Manufacturer narrative:
(B)(4). The incident information was reviewed; however, a failure analysis of the complaint device could not be performed because the product was not returned for analysis. Therefore, the analysis of this complaint will be an assessment of the manufacturing records and information provided to abbott vascular. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A query of the complaint-handling database was performed and identified no other incidents were reported from this lot. All available information was investigated and a cause for the single leaflet device attachment (slda) leading to incomplete coaptation was likely a result of patient anatomy/morphology. In this case, it is likely that suboptimal placement of the clip on the leaflets as a result of the thicker posterior leaflet contributed to the subsequent detachment of the clip. The patient effects of worsening mitral regurgitation (mr) and dyspnea are listed in the mitraclip system instructions for use (IFU) as known possible complications associated with mitraclip procedures. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This report is filed because the deployed clip detached from one mitral valve leaflet, but remained attached to the other mitral valve leaflet, which required an additional mitraclip for treatment. It was reported that the initial mitraclip procedure was performed on (B)(6) 2015, to treat functional mitral regurgitation (mr) with a grade of 4 with a thick posterior mitral valve leaflet. Two clips were implanted and the mr was reduced to 2. One week post-procedure, the patient was presented with dyspnea. It was found that one clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda) and the mr had increased to 3. An additional mitraclip procedure was performed on (B)(6) 2015 to treat an mr grade of 3. Two clips were implanted and the mr remained at 3. The patient was confirmed to be clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Date of event estimated as (B)(6) 2015. The mitraclip remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.